Manufacturer narrative:
Motor error alarmed during the basic occlusion test and it was unable to prime during the prime test due to loose drive support disk. The pump was received with cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 394 mg/dl. The customer stated that she was changing her infusion set and the numbers would not show up during priming but gave a huge squirt. The customer stated that she was unable to get out the prime process. The customer gave a correction bolus and the blood glucose went down to 259 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer was unsure if the drive support is protruded, loose, sticking out or flush. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.